Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that their blood glucose was high and that hospitalization was necessary due to diabetic ketoacidosis. At the time of the incident, the customer's blood glucose was 950 mg/dl. The customer called to report the event only and indicated that the high blood glucose may have been due to an antibiotic. Troubleshooting was declined by the customer.